Manufacturer narrative:
Nevro is awaiting the return of the explanted device. The manufacturing and sterilization records were reviewed for all implanted devices and no nonconformities were found.

Event description:
During a routine follow-up, it was reported to nevro that a patient experienced a warm sensation at the ipg site while charging. Patient described the heating as an internal sensation and not from the charger. The patient indicated that they developed blisters at the ipg site, which were healing. Follow-up report indicated that the patient had an infection at the ipg site and the device was explanted. A review of the diagnostic data showed no indications of a device malfunction and the device temperature was within acceptable limits.

Manufacturer narrative:
The system was explanted and returned for analysis. Visual inspection of the returned devices did not find any anomaly. Functional testing was performed and the devices operated to specifications. Review of the patient's diagnostic data also showed no evidence of a device malfunction. The manufacturing and sterilization records were reviewed for all implanted devices and no nonconformities were found.

Manufacturer narrative:
Nevro submits this report in compliance with FDA's medical device reporting regulations under 21 cfr part 803. Nevro has complied with regulatory investigation requirements and is submitting all information that is reasonably known to us at this time. However, we may not have been able to confirm this information or complete the investigation within the timeframe for filing this report. We may have given no response or an incomplete response to certain questions because we do not currently have information available to provide a complete response. If we later obtain any required information that was not available at the time of this initial report, we will submit a supplemental report. This report is not an admission by anyone that the product described in this report was defective, that it malfunctioned, or that it caused or contributed to the event described in this report. We may conclude that the device had no defect, did not malfunction, or did not cause or contribute to a reportable event. Some of the items on this form include forced-choice terms used by the FDA for reporting purposes that do not necessarily reflect nevro's conclusions about the causes or nature of the event. This statement should be included with any freedom of information act response.